Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose and lacked current cgm readings on the ilet report, and she contacted support to repair her dexcom g7 pairing after being unable to provide a pairing code. Symptoms included hyperglycemia and reported pain from their doctor "taking away their wedge". Outcomes included no reported injury or hospitalization. Investigation included user support for troubleshooting and education regarding cgm pairing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.